Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had a high blood glucose level but not hospitalized. The customer's blood glucose level was 525 mg/dl. The customer stated that she doesn't know why she have been running high. The customer was asked to do troubleshooting but she said that she is going to wait till she speak to her doctor. The customer was advised that we will replace out 2 set and 2 reservoirs and call us if the incidents happen again. No further assistance required.